Event description:
During shift check, the customer reported the autopulse li-ion battery (sn (B)(4) was inserted into the autopulse platform and the platform displayed a message to replace the battery. The status leds on the battery illuminated four solid green lights, indicating the battery is fully charged. The battery was tested in another platform and the platform shut off after a few minutes. The platforms were tested with good known batteries and functioned as intended. The battery was inserted into the multi-chemistry charger and the status leds on the charger illuminates the orange light next to the question mark symbol. After 24 hours in the mcc, the status leds on the mcc and battery illuminate green, indicating the battery is fully charged and ready for use in the autopulse platform. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.